Event description:
I have been using dexcom g6 sensors for years (and g5 and g4 previously). Never any problem with adhesive. The last 5-6 sensors over the past few months have left terrible itchy rash, oozing skin, looks like a burn. Have tried all their suggestions of skin barriers, to no avail. I believe they have changed their adhesive recently. FDA safety report ID #: (B)(4).